Event description:
The caller reported an issue with the incorrect time setting on their device. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies greater than five minutes. The caller understood and acknowledged the guidance given.